Event description:
Received info regarding multiple cartridge alarm 19 during basal delivery. Customer's blood glucose level was not impacted. Customer was able to reload the same cartridge successfully and resume insulin delivery.

Manufacturer narrative:
No product returned for evaluation. Should new info become available, a follow up report will be submitted.